Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported that the patient experienced worsening lumbar and leg pain. The pump and catheter were explanted. Catheter migration/dislodgement were indicated. It was noted that patient was hospitalised for the event and following explant recovered without sequel. Drugs delivered via the device were hydromorphone, bupivacaine, and clonidine.

Event description:
It was reported that the patient was experiencing ¿some paralysis in his lower limbs' and the physician wanted to rule out the catheter as the cause. To do so a catheter removal from the intrathecal space was planned. It was later reported that the doctor and neurosurgeon suspected that the catheter had migrated onto a spinal artery. It was also added that patient had a fall in the past. Per the reporter the catheter was pulled out of the intrathecal space and its end were tied off. Physician wanted to leave it this way "for a bit, maybe several days" in order to see if the symptoms persisted, thereby ruling out the catheter as the problem. The catheter and pump system were "in working order before the operation". Currently the patient was not receiving intrathecal "therapy; his therapy was to be continued with a new spinal segment of the catheter at which time it is deemed necessary.

Manufacturer narrative:
Catheter model: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: unk.